Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Subsequently, multiple malfunction alarms occurred after the customer went into a hot tub with the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 198-199 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.